Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-01151. Additional information will be submitted within 30 days of receipt.

Event description:
In late 2007, the male patient had 3 cypher select stents implanted in the distal left anterior descending and a device implanted in the 1st diagonal branch. Post procedure, the patient had elevated troponin greater than 5 times above upper normal level. This was diagnosed as an anterior q-wave myocardial infarction. There was no evidence of stent thrombosis. The reporter noted that event was possibly related to the cyphers and probably related to the procedure. The report is from the study. The patient was a male with 3-vessel disease. Two vessels were treated during the index procedure. The patient had a history of hypertension, smoking, new asthma or reactive airway disease, and copd. The indication for the index procedure was unstable angina pectoris. The first target lesion was distal left anterior descending artery (lad). Vessel diameter was 3mm and the lesion length was 60mm. Pre-procedure stenosis was 100%. The lesion was a de novo, bifurcated (with inability to protect major side branch), irregular contour, moderately tortuous, eccentric and moderately calcified. The lesion was a chronic total occlusion of greater than 3 months. Lesion location according to medina classification was 1,1,1. The lesion was pre-dilated with a 1.5 x 15mm balloon at 20 atm. Three stents were implanted overlapping in the lesion. First device was deployed at 12 atm and post-dilated with a 2.75 x 15mm balloon at 16 atm because the stent was not fully expanded. Another device was deployed at 12 atm and post dilated with a 2.75 x 15mm balloon at 16 atm because the stent was not fully expanded. Third device was deployed at 12 atm and post-dilated with a 2.75 x 15mm balloon at 16 atm because the stent was not fully expanded. Post-procedure stenosis was 0%. The 2nd target lesion was the first diagonal. Vessel diameter was 2.25mm and the lesion length was 20mm. Pre-procedure stenosis was 70% and timi flow was 3. The lesion was de novo and a type a classification. The lesion was pre-dilated with a 2.75 x 15mm balloon at 16 atm. The lesion location according to medina was 0,1,1. Fourth device was deployed at 12 atm. The stent was post-dilated with a 2.75 x 15mm balloon at 16 atm because the stent was not fully expanded. Post-procedure stenosis was 0% and timi flow was 3. The index procedure description was as follows. The distal lad had a chronic occlusion after the second diagonal with late filling via the second diagonal and the rca collaterals. An attempt to cross the total occlusion was made with fielder fc, but was unsuccessful in finding the true distal lumen. A second attempt was made with a miracle 6gms and was successful in accessing the true distal lumen. The lumen was confirmed with injections through an over the wire balloon. The balloon entered distal to the third diagonal bifurcation resulting in side branch occlusion of the third diagonal, however, this branch retrograde filling from collaterals from the second diagonal branch. A brief attempt was made to reopen the third diagonal with the field fc but was unsuccessful, so the entire length of the chronic total occlusion was stented with two 2.25mm x 28mm cypher stents. An area distal to this was significantly stenosed and a 2.25 x 8mm cypher was implanted here. It is assumed the rise in the troponin level was related to the stenting procedure. Pre-procedure lab values were not collected.